Manufacturer narrative:
(B)(4). On an unreported date, pd therapy was stopped and on (B)(6) 2013, a peritoneal dialysis (pd) catheter was removed and the patient was transferred to hemodialysis temporarily.

Manufacturer narrative:
Complaint no: (B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number is unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique described as the patient accidentally touched the tip of the transfer set. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report by a baxter employed nurse from the (B)(6) of accidentally touched the tip of the transfer set and peritonitis in a patient coincident with dianeal pd2 1.5% therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 1.5% (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal therapy was not reported. Per the nurse, on an unreported date, the patient accidently touched the tip of the transfer set which caused peritonitis (details not provided). On (B)(6) 2012, the patient experienced peritonitis manifested by fever, abdominal pain and cloudy drain. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin, ceftriaxone and metronidazole (doses, routes, frequencies, and lots not reported). On (B)(6) 2012, the patient received re-training on proper aseptic technique. The outcome of the peritonitis event was unknown. The nurse reported the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4).